Event description:
Olympus was informed that at the conclusion of a therapeutic temporary biliary stent placement procedure the ring from the biopsy valve cap on the duodenvideoscope fell around the stent and remains inside patient. The procedure was successfully completed with the same device. The user facility reprocesses their biopsy valves with resert. There was no patient injury reported. Olympus followed up with the customer and was informed that there was no medical or surgical intervention required to remove the biopsy valve as the physician planned to remove the stent in a few weeks. The patient is doing well.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the user's experienced could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant info becomes available at later time.